Event description:
The user facility reported a steam leak from their medium evolution sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the medium evolution sterilizer and found that the stem component to the pressure regulator valve was damaged, allowing steam to release from the unit. The medium evolution sterilizer is not under a steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. The technician rebuilt the pressure regulator valve, tested the unit, confirmed it be operating according to specification, and returned it to service. No additional issues have been reported.